Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 to (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections on the top case, swipe marks and fingerprints. The unit delivered rf energy correctly into the fixed resistors, no problem was found. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported during the 4th case of the day, they were getting an e9 (monopolar output activated without pt return electrode connected) error. The machine was turned off and on and the error was still there. The physician switched to a bovie. There were no pt adverse effects.